Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/2/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: a visual analysis of the individual image received at ethicon inc was performed for evaluation and a needle with the product code sutureunk was observed. The needle was observed broken into two pieces at the curvature section. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Additional information was requested, and the following was obtained: was the broken needle piece retrieved during the initial procedure? Yes. Was an additional procedure required to retrieve the needle piece? No. Were there any adverse patient consequences? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? The patient is recovering well. Was more than half the needle retained in the patient? The needle broke nearer the swage than the point so more than half the needle was in the patient, but it was retrieved. Lot number? Rcbdktso. Procedure name and date? Vaginal hysterectomy (B)(6) 2021. Event date? (B)(6) 2021. Please also provide us with an update with regards to the product return. As previously stated the broken needle was not retained for return but a picture is attached, although it is very blurry. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the broken needle piece retrieved during the initial procedure? Was an additional procedure required to retrieve the needle piece? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent a vaginal hysterectomy on (B)(6) 2021 and suture was used. During the procedure, the needle broke. The broken needle was retrieved with no tissue damage. The patient was recovering well. There were no adverse patient consequences reported. Additional information was requested.